Event description:
It was reported that the inflatable penile prosthesis (ipp) has failed due to a fluid leak. A replacement surgery has been scheduled. No patient complications were reported.

Event description:
It was reported that the inflatable penile prosthesis (ipp) has failed due to a fluid leak. A revision surgery was performed and it was noticed that the tube was ruptured close to the pump. Only the pump was removed and replaced. No patient complications were reported.

Event description:
It was reported that the inflatable penile prosthesis (ipp) has failed due to a fluid leak. A revision surgery was performed and it was noticed that the tube was ruptured close to the pump. Only the pump was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 momentary squeeze (ms) pump underwent a thorough analysis. It was visually and microscopically examined, and leak tested. A damage was found within one of the cylinder tubing section where it was worn down to the filament and a leak from fatigue was identified. Based on the information available and analysis results, the damage identified in the cylinder tubing could have caused or contributed to the reported clinical observation of fluid leak.